Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced a high blood glucose level of 400 mg/dl. The customer changed the set and treated her high blood glucose with the insulin pump and they came down with no issues. The customer also reported that when she was getting ready for bed the insulin pump started alarming a no delivery. The customer would hit resume but then the insulin pump would alarm again. During troubleshooting, the insulin did not exit and there was greater than normal resistances with the plunger push. It was noted that the no delivery alarm was caused by the infusion or reservoir connection. The customer's current blood glucose was 348 mg/dl. The customer treated her high blood glucose with a manual injection. The customer will not return the device for analysis.